Event description:
A total knee arthroplasty was revised approximately two months post-operatively, due to patient inability to reach full extension.

Manufacturer narrative:
A review of the manufacturing device history record indicates the implants were manufactured to specification. Device is undergoing engineering evaluation.